Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information acoustic neuroma. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported as both and other in previous report. After further review the manufacturer determined as product problem. The following correction has been updated in this report to reflect product problem. Section b1 has been updated to reflect as product problem. Section h1 and h6 has been reflect as product problem. Section h6 health impact code has also been updated to reflect the no health consequence or impact.

Manufacturer narrative:
Additional information was received on 06/05/2024 and section h11 should be reported as: in box d: product brand name, model number, catalog item identifier, serial number and product UDI was updated. In box g: 510k was updated. In box h: manufacture date was updated.